Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.0 x 150mm, 90cm ranger paclitaxel-coated pta balloon catheter was advanced for dilatation. However, upon first inflation at 14 atmospheres for a minute the balloon ruptured. The device was removed and the procedure was completed with a different device. No complications reported and the patient is good condition after the procedure.